Event description:
I used an instant cold compress (henry schein instant cold compress part # (B)(4)). The compress was placed on my right wrist area. Within 10 minutes I began to experience burning sensation. Compress was immediately removed. The area of my right arm was a reddish color, hard to touch, stinging and burning. I immediately contacted my pcp and was seen within 1.5 hour. During my medical visit the physician examined my arm and determined I had sustained a chemical burn from the compress. The compress pack did not have any leaks or punctures and no expiration date. I am right hand dominant. Difficulty to perform work, home, and normal hygiene. I have been diagnosed with 2nd, 3rd & 4th degree burns. I am experiencing pain in my entire right arm from wrist to elbow. Hard to grip objects, use computer, cook, etc. Very painful, unexpected event.